Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery would not charge on the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. As received, the battery was intermittently charging on the charger and was functional when put into a monitor. Upon eval, the battery pack connector was found to be damaged. Pin 6 of the connector was bent. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.